Event description:
It was reported that the patient underwent an unspecified spinal surgery. It was reported that the shaft of the driver will not retain screws after break off. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.